Manufacturer narrative:
After further review of the product investigation, this event is not related to the internal corrective action. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the valve apparatus fell apart during the transseptal puncture. The carto vizigo¿ 8.5f bi-directional guiding sheath was replaced and the issue resolved. No patient consequence was reported. Device evaluation details: the device evaluation has been completed. The device was inspected and the hub cap, valve and silicone ring were found detached from the hub. The hub was found with no adhesive applied. Adhesive is normally applied to bond the clear hub and the orange. The customer complaint was confirmed. The root cause of the detachment cannot be determined, however, an internal corrective action has been opened to investigate the issue. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 1/8/2019, the device history record (DHR) for the lot number 00001045 was reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Device manufacture date has been populated with 8/27/2018. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath and the hemostatic valve detached. It was reported that the valve apparatus fell apart during the transseptal puncture. The carto vizigo¿ 8.5f bi-directional guiding sheath was replaced and the issue resolved. No patient consequence was reported. The issue of hemostatic valve separation is an MDR reportable malfunction. The complaint product was returned to biosense webster inc.¿s (bwi) failure analysis lab (fal) for evaluation. During evaluation on (B)(6) 2018. Initial visual analysis found ¿hub cap, valve, and silicone ring detached from hub.¿ the fal findings are consistent with the customer¿s reported issue and MDR reportable.